Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose levels from the 300's to 426 mg/dl. The customer reported that the pump was losing "general functionality". The customer administered manual injections. Reportedly, the customer would continue to use the pump for therapy.